Manufacturer narrative:
During the device evaluation, the lot number was retrieved. Therefore, updated d4. Lot, d4. Expiration date and h4. Device manufacture date. The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment issue occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium fell off when the physician was removing the dilator. The sheath was replaced. The procedure was continued and subsequently completed. No patient consequences were reported. Additional information was received on the event. The orange valve detached from sheath when the dilator was pulled out of the body. (The described orange valve on this type of sheath is the brim cap). It did not break into two or more separate pieces. It became detached from the sheath. The sheath was being used on the patient. It is unknown if air enter the patient¿s body. The issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost is unknown. No medical intervention was required to stop the bleeding. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection evaluation of the returned device. Visual analysis of the returned product revealed that no damage or anomalies were observed on vizigo sheath. A device history record was performed for the finished device batch number, and no internal actions were identified. No damage was observed during the product analysis. There may have been other circumstances or issues that occurred during the use of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment issue occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium fell off when the physician was removing the dilator. The sheath was replaced. The procedure was continued and subsequently completed. No patient consequences were reported. Additional information was received on the event. The orange valve detached from sheath when the dilator was pulled out of the body. (The described orange valve on this type of sheath is the brim cap). It did not break into two or more separate pieces. It became detached from the sheath. The sheath was being used on the patient. It is unknown if air enter the patient¿s body. The issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost is unknown. No medical intervention was required to stop the bleeding. The event was assessed as a MDR reportable brim cap detachment issue.